Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d1, d2, d4, g3, g4, g6, h2, h4.

Event description:
It was reported the patient underwent an initial hip arthroplasty. Subsequently, the patient was revised over twenty (20) years post implantation for metal-on-metal complications. The head component was explanted.

Manufacturer narrative:
(B)(4). D10: (B)(6) m2a-38 cup 48mm 704100. (B)(6) m2a modular head 38mm minus 3mm neck 206010. G2: foreign: australia . Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h3, h6, h10 suggested component code: mechanical (g04) ¿ stem/ no product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for these items and the reported part and lot combinations. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.